Event description:
Customer reported a hair was found in the thrombin powder vial.additional information received:the visual evaluation states that the hair was actually in the gelatin matrix powder syringe. The customer was contacted and confirmed that the hair was seen in the gelatin matrix powder syringe and not in the thrombin powder vial.

Event description:
Summary of investigation results received from baxter (B)(4): through microscopic examination, the particle was identified as hair. According to the (B)(6) facility, the root cause for the presence of the hair could not be determined as the luer had been removed from the syringe. Therefore, no corrective actions were necessary. Based on the investigative evidence and review of batch records, baxter (B)(4) concluded that the product lot was released without any issues during production that could lead to the reported complaint. No evidence of hair in syringes packaged in the product kits was found during the investigation. Twelve retention samples were visually inspected for defects; all twelve samples were found to be intact and free from hair or other visible defects.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in case the hair contained in the syringe is not observed, and would be applied to the surgical field, it potentially may cause a foreign body reaction or exceptionally local/generalized infection. (B)(4). Ongoing sample evaluation is being conducted. Follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the findings of the investigation do not change the assessment of this report. (B)(6). This will be kept on file for trending purposes.